Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. Fse replaced the generic cart controller (gcc) was replaced, but the error still persisted. Internally, the personality module surgeon console (pmsc) was swapped between surgeon side console (ssc) 1 and ssc 2, and the error transferred to the other system. This indicates that the pmsc is the issue. The fse replaced the pmsc. The system was tested and verified as ready for use. As of the date of this report, the gcc and the pmsc have not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da-vinci assisted nephrectomy surgical procedure, the customer called in to report that surgeon side console (ssc) 2 was black. According to the customer the vision was good on the surgeon side console (ssc) 1 and on the vision side cart (vsc) touchscreen. Prior to calling the technical support the customer had restarted the system, but the issue persisted. The intuitive surgical (is) technical support engineer (tse) reviewed the logs and found an error 48259 pointing a loss of video pll lock. The intuitive surgical (is) technical support engineer (tse) asked the customer if they were using an external device and he confirmed. He explained also the external device was connected to the surgeon side console 2 (ssc). The tse advised the customer to check the external dvi cable and to perform a system restart including breaker on affected ssc also to connect the external device before power on the system. The customer explained that the surgeon did not want to troubleshoot at this time and he would start the surgery using the ssc 1. The procedure was completed with no patient harm, serious incident or injury. The issue caused no delay. The tse saw in system logs the procedure was completed and called the customer back. A nurse explained the initial reporter was not in the room, but she was able to troubleshoot the system. The fse instructed her through troubleshooting steps, and the system came up as expected and the vision on the ssc 2 was restored. The customer called back a few hours later to report that the problem came back. The system would start and the test picture with colored bars would show. A few seconds after "davinci was ready" a sound occurred, both monitors showed "no signal" message and went black. The tse called field engineer (fe) to troubleshoot who was already onsite the day before and had replaced generic power distributor and the personality module surgeon console (pmsc). The tse called back the customer back to see, if any dvi or external devices were connected which was no longer the case, only 2 surgeon consoles, the vision tower, the patient cart were connected, and the problem remained the same. Also, the customer swapped blue fiber cables from working to non-working console with no difference.

Manufacturer narrative:
The generic cart controller (gcc) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. During visual inspection, fa found no issues related to the reported issue. The gcc was installed onto the golden system where the component functioned as expected. The golden system was set to run calibration, 10 power cycles and sat idle for one hour. Once testing was completed, the system logs were inspected, but no error could be identified. As a result of these findings, fa concluded that no root cause could be attributed to the reported issue.

Event description:
Refer to h11 for follow-up information.